Event description:
The pt was admitted for a total abdominal hysterectomy and bilateral salpingo-oophorectomy. During the surgery the pt received a burn at the site of the thermogard dual dispersive electrode, on the left thigh. The burn was superficial and measured 2 x 3cm.